Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, non-conformances, or trends. No root cause can be established, the relationship between the coopervision device and the incident is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported to the manufacturer by the patient's contact lens retailer, based on information provided by the patient, with additional details subsequently received from the treating medical professional. Based on the information provided, the patient purchased contact lenses in (B)(6) 2025. After an unspecified period of use, the patient reported experiencing pain and redness in the right (od) eye and sought medical treatment. Per the medical documents provided, the patient was first seen (B)(6) 2025 where the physician identified a peripheral corneal infiltrate, size not specified, in the nasal region at approximately the 3 o'clock position. The patient was diagnosed with keratitis and was seen for an additional four visits on (B)(6) 2025. Over the course of the event, treatment included moxifloxacin, quinovid (ofloxacin), cefaclor, and tobramycin, along with infrared therapy. As of the last visit records received, (B)(6), the incident has resolve, however the physician notes that the eye pain continues and the patient is left with a corneal scar or opacity at the site of the infiltrate. This event is being reported due to diagnosis of keratitis with a corneal infiltrate and resulting scar or opacity. While it is not clear that this event has resulted in permanent injury or illness, it is being reported in an abundance of caution due to the potential for serious or permanent injury, or the necessity of medications or medical interventions to prevent or preclude such occurrence, associated with some keratitis and infiltrative events. Should additional information become available, a follow-up report will be submitted as appropriate